Manufacturer narrative:
(B)(4): placeholder.

Event description:
During an acdf procedure at c6-c7, surgeon inserted a zero-p implant and three screws. Surgeon could not get the screws to lock onto the plate at the left lateral hole. The surgeon tried using several screws but none would lock on. The surgeon inserted 3 of the 4 screws on the plate. The surgeon felt 3 screws for the pt was ample. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.